Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a failure to achieve the specified resolution due to damage to the charge coupled device (ccd) unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the scope not achieving the specified resolving power was damage to the charged coupled device unit. The conclusion was that the issue was traced to component failure. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.